Event description:
Health professional reported a lap-band access port leak first noticed when the pt complained of a ¿loss of restriction.¿ physician confirmed port leakage via ¿dye study under x-ray¿, and the port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿